Event description:
It was reported that the patient had an indwelling foley catheter at 11:40 on (B)(6), 2023, and the urinary catheter ruptured at 11:30 on (B)(6) 2023. The user immediately informed the doctor, checked whether the patient's urethral opening was normal, measured the vital signs to be stable and contacted the equipment department to deal with it. Per follow-up information received from ibc on 05jun2023, stated that there was no patient injury and there were no missing pieces of balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had an indwelling foley catheter at 11:40 on (B)(6) 2023, and the urinary catheter ruptured at 11:30 on (B)(6) 2023. The user immediately informed the doctor, checked whether the patient's urethral opening was normal, measured the vital signs to be stable and contacted the equipment department to deal with it. Per follow-up information received from ibc on 05jun2023, stated that there was no patient injury and there were no missing pieces of balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.